Event description:
It was reported that the patient presented for a new implant procedure. It was noted that high pacing impedance was observed on the right ventricular (rv) lead even after several attempts at repositioning. The rv lead was exchanged during the procedure with successful results. There were no patient consequences.